Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that mode switching due to noise on the atrial lead was observed. It was unclear whether this was true lead noise or electromagnetic interference (emi) but the noise could not be reproduced. The lead was to be monitored. The patient was stable.